Manufacturer narrative:
The mobile power unit (mpu) was not returned for analysis and remains in use. The patient remains ongoing on vad support and no further issues have been reported at this time. Although the evaluation of the submitted log files confirmed no external power events, a specific cause for these events could not be conclusively determined through this evaluation. During the event, the system controller backup battery supplied power to the pump as designed and there was no interruption in support. Review of the device history records revealed that was manufactured with the v-lock ac power cord. Heartmate ii lvas patient handbook and IFU describes the no external power alarm and methods to resolve the alarm. Both the heartmate ii lvas IFU and patient handbook caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. Approximate age of device- 10 months (calculated from the date when the mobile power unit was issued to the patient.) No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that device interrogation revealed multiple no external power alarms. The patient was reported to be asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed the reported no external power events that appeared to have occurred while the vad was connected to a mobile power unit (mpu). The customer was informed that the no external power events may have potentially been caused by the power cord of the mpu coming loose at the mpu or the wall outlet. During these events the system controller's internal battery supplied power to the pump as designed. No other unusual events noted in the log file. No additional was information provided.